Manufacturer narrative:
(B)(4). Initial emdr submission. Device problem code: a180104. Patient problem code: f24. No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported by customer that metal fragment was observed on histology slides. Verbatim: rcc received a complaint via email. Email(s) attached: I used bd jamshidi needle for bone marrow collection. It was reported by pathologist that metal fragment was observed on histology slides. I did not observe said metal in gross core biopsy, but it was noticed via microscope. Other providers in my clinic have also recently reported metal fragments grossly in the core biopsy (without microscope). We have since stopped using this manufacturer's product.

Event description:
It was reported by customer that metal fragment was observed on histology slides. Verbatim: rcc received a complaint via email. Email(s) attached I used bd jamshidi needle for bone marrow collection. It was reported by pathologist that metal fragment was observed on histology slides. I did not observe said metal in gross core biopsy, but it was noticed via microscope. Other providers in my clinic have also recently reported metal fragments grossly in the core biopsy (without microscope). We have since stopped using this manufacturer's product.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.